Event description:
Account reported an axsym phenytoin result as less than sensitivity. A second sample was received on the pt and it was >20 ug/ml. The original sample was repeated and was >20 ug/ml. Actual quantitative value was not supplied by the account. No pt information has been provided from the account.